Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had read or write memory issue. The field service engineer (fse) inspected the faulty drawer, removed and checked all connection which were fine. The fse installed firmware upgrade and tested it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a read/write memory issue had already started to wipe the assigned drug profiles within the half height drawer and was expected to worsen, especially affecting the cds stored there as well. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.